Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was observed with long pauses after the pacing spikes and there was no qrs reading. The right ventricular (rv) lead exhibited intermittent loss of capture. Further testing and programming adjustment will be made to the lead. The lead remains in use. No patient complications have been reported as a result of this event.